Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The device failed the micro test twice. The sample was collected after storage. The device tested positive for more than 100 colony forming units (cfu) of aerobic microbial culture. The device was tested after a week and again tested positive for more than 100 cfus of aerobic microbial culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Upon follow up, the customer reported that there was no suspected patient infection. The endoscope and accessories were cultured. The device was last used for a procedure on (B)(6)2023. The device was last reprocessed on (B)(6)2023. The sample was collected on (B)(6)2023. The device was not used between the sample collection date and the date when the results of culture test was obtained. After confirming positive microbiological test results, the device quarantined without being used. Three additional reprocessing was performed before the device underwent microbiological testing. The storage temperature was 22 (unit not provided) and oxygen concentration in storage area was unknown. The device was returned. There were few findings. The light guide lens was chipped. The distal end cover had a dent. The adhesive of the bending section cover was detached. The connecting tube and universal cord had a wrinkle. Scope connector case, air/water cylinder and suction cylinder was dirty. The scope was stored in scope storage container inside a cabinet. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.